Event description:
It was reported that, when opening shell (B)(4) nurse stated the inner packing layers stuck together and implant fell to the floor. Since it was the only one of that specific implant available surgeon then implanted a psl shell (B)(4).

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.